Event description:
Customer stated that implant failed to integrate. Patient pulled her denture out and implant came out with denture.

Event description:
Customer stated that implant failed to integrate. Patient pulled her denture out and implant came out with denture.